Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high unipolar capture threshold of 4.5 v, bipolar capture threshold of 3.0 v and noise. It was noted that a potential lead integrity issue was reported on (B)(6) 2008. Programming was set to vdd mode and the patient would be monitored.